Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient was implanted for parkinson¿s disease. It was noted that the lead, adapter and main unit were connected and the lead resistance was measured on the right side to conform connection during surgery. The resistance value going through 3 was greater than 40000 ohms. It was noted that they reconnected each one and measured again but nothing had changed. A direct connection to the lead measured a normal value so the adapter was replaced with a new one. It was further noted that after changing the unit, the value returned to normal, around 1500 ohms and the surgery ended without any further interruption. There was no health hazard to the patient. The healthcare professional did not think there were any problems operating during surgery. Since readings had become normal after changing the adapter, the healthcare professional did not think it was a defect with the product. The manufacturing representative did not think there were any problems with the technique; however, the tightness of the screw affixing was bad so it was replaced once. It was noted that there might be a possibility that there was a diagonal force applied during the first time that the screw was affixed. It was later reported that there was a defect that had occurred on (B)(6) 2014. Additional information received reported impedance testing on (B)(6) revealed greater than 40000 ohms. No malfunctions were seen or cause determined. A replacement had occurred on (B)(6). Patient was receiving effective therapy.